Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the arctic gel pad product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not cooling on the arctic sun device. They switched out the pads and were getting low flow but now they thinks its working. Patient temperature was 35.2c, water temperature was 12.3c, target temperature was 33c, and flowrate was 2.7l/m. Ms&s reviewed that the proper pad was connected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not cooling on the arctic sun device. They switched out the pads and were getting low flow but now they thinks its working. Patient temperature was 35.2c, water temperature was 12.3c, target temperature was 33c, and flowrate was 2.7l/m. Ms&s reviewed that the proper pad was connected.